Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one lead exhibited high impedances and the other lead was not providing effective therapy. As a result, surgical intervention was undertaken on 8 may 2026 wherein the ipg and leads were replaced to address the issue.